Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no vibration. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver would charge and booted. The receiver data log was downloaded and reviewed, and no issues were observed, related to the complaint . The global receiver functional test was performed and passed all relevant testing. A manual "try-it" test was performed and passed. The receiver case was opened for an internal visual inspection and it passed. The reported event of no vibration was not confirmed. A root cause could not be determined.